Event description:
The pump was returned for investigation. Investigation revealed display was blank. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the pump powered on and the display was blank. Investigators opened the pump case and found the oled cracked/damaged. Replaced the damage oled with the test display which is clear and legible. (B)(6).